Event description:
Information received from the field notes that one day post implant, bipolar lead impedance had increased to 1562 ohms and intermittent ventricular sensing was observed. The physician concluded that the lead had perforated the left ventricle. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received